Manufacturer narrative:
The device was not sequestered by the customer. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
The customer reported a vague report of an normal saline over infusion due to cracked membrane frame. "The event occurred few months back." There was no report of patient harm.